Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing noise that led to inappropriate mode switch. The lead was explanted and successfully replaced. There were no patient consequences.